Manufacturer narrative:
(B)(4).

Event description:
It was reported that a partial stent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). A 7 x 150 130 cm eluvia¿ drug-eluting vascular stent system was selected for use and advanced into position. The deployment handle broke after approximately 1/4 of the stent was deployed and the stent could not be deployed further. The patient was sent to surgery to have the stent removed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds) with a .035 guidewire in the device. The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The device was returned with the handle opened. The guidewire was stuck in the device. Visual examination showed that the outer sheath and the nosecone with the pull handle attached was buckled and damaged and separated from the handle. The inner liner was separated from the device and not returned. The tip was also not returned. The mid-shaft was separated from the retainer clip. The stent was not returned. The components inside the handle had severe damage. Additional damage was incurred during analysis in the form of bunching on the middle shaft approximately 13 to 13.5 cm from distal end of the separated mid-shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID: (B)(4) / tw: (B)(4).

Event description:
It was reported that a partial stent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). A 7x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for use and advanced into position. The deployment handle broke after approximately 1/4 of the stent was deployed and the stent could not be deployed further. The patient was sent to surgery to have the stent removed. No further patient complications were reported.